Event description:
It was reported that in 2008 at around 8:30 am approx 4 monitors rebooted at the same time for about 5 minutes. After five minutes the monitors booted up normally. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.